Event description:
Terumo received the reported information: The 6 French Angio-Seal was used following a Percutaneous Coronary Intervention (PCI) via 6 French sheath. During the procedure, a drug-coated balloon coronary angioplasty was performed. Hemostasis was achieved via the Angio-Seal device. There was no evidence of stenosis, plaque, or calcium at the insertion site. The insertion site was located below the inguinal ligament and above the arterial bifurcation. The puncture was performed under ultrasound guidance and there were no complications during the device deployment. The patient was taken to the Intensive Care Unit (ICU) due to their clinical condition. Two days later the patient was taken for a Computerized Tomography (CT) Scan due to suspected retroperitoneal hematoma. A retroperitoneal hematoma was confirmed, and the approximate size was 600 mL. Due to the patient¿s clinical condition, the patient could not receive intervention and died. The patient¿s death occurred three days post procedure. The estimated blood loss was less than 250cc.

Manufacturer narrative:
This report is being submitted as Follow Up No. 1 to provide a correction to Sections D8 and D9, provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The sample was not available for evaluation. Two images were provided. One image showed the access site. The other image showed the abdominal cavity. No other images were provided.The medical device was not returned for analysis, and the autopsy report was not provided; therefore, a definitive root cause could not be determined. The complaint and associated radiographic images were reviewed with Terumo's Chief Medical Officer, but no determination could be made. The Angio-Seal device was deployed, and hemostasis was achieved. Postoperative retroperitoneal bleeding was reported. However, sufficient details regarding the harm and the adverse event were not provided, and a cause for the event was unable to be identified. While the exact root cause cannot be determined, there is no evidence that the Angio-Seal device contributed to the injury or patient outcome. The Device History Record review determined that the device was in a conforming state when released from Terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the Failure Mode and Effects Analysis (FMEA)/Hazard Based Risk Table (HBRT).

Manufacturer narrative:
D6B: EXPLANTED DATE: DEVICE WAS NOT EXPLANTED. E1: PHONE NUMBER: (B)(6). THE ACTUAL DEVICE WAS NOT AVAILABLE; THEREFORE, THE ACTUAL DEVICE WILL NOT BE RETURNED FOR EVALUATION. THE INVESTIGATION IS CURRENTLY ONGOING. A FOLLOW-UP REPORT WILL BE SUBMITTED ONCE THE INVESTIGATION IS COMPLETE.

Event description:
TERUMO RECEIVED THE REPORTED INFORMATION: THE 6 FRENCH ANGIO-SEAL WAS USED FOLLOWING A PERCUTANEOUS CORONARY INTERVENTION (PCI) VIA 6 FRENCH SHEATH. DURING THE PROCEDURE, A DRUG-COATED BALLOON CORONARY ANGIOPLASTY WAS PERFORMED. HEMOSTASIS WAS ACHIEVED VIA THE ANGIO-SEAL DEVICE. THERE WAS NO EVIDENCE OF STENOSIS, PLAQUE, OR CALCIUM AT THE INSERTION SITE. THE INSERTION SITE WAS LOCATED BELOW THE INGUINAL LIGAMENT AND ABOVE THE ARTERIAL BIFURCATION. THE PUNCTURE WAS PERFORMED UNDER ULTRASOUND GUIDANCE AND THERE WERE NO COMPLICATIONS DURING THE DEVICE DEPLOYMENT. THE PATIENT WAS TAKEN TO THE INTENSIVE CARE UNIT (ICU) DUE TO THEIR CLINICAL CONDITION. TWO DAYS LATER THE PATIENT WAS TAKEN FOR A COMPUTERIZED TOMOGRAPHY (CT) SCAN DUE TO SUSPECTED RETROPERITONEAL HEMATOMA. A RETROPERITONEAL HEMATOMA WAS CONFIRMED, AND THE APPROXIMATE SIZE WAS 600 ML. DUE TO THE PATIENT¿S CLINICAL CONDITION, THE PATIENT COULD NOT RECEIVE INTERVENTION AND DIED. THE PATIENT¿S DEATH OCCURRED THREE DAYS POST PROCEDURE. THE ESTIMATED BLOOD LOSS WAS LESS THAN 250CC.